Event description:
Customer reported not being able to set up and calibrate her precision xtra meter. Customer reported experiencing symptoms of "very lethargic, sleepy, incoherent, slurred speech and unresponsive". Customer's cousin called an ambulance and customer was transported to harton regional medical center emergency room. Customer was diagnosed with severe hypoglycemia and treated with an IV solution and sugar in tea.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.